Event description:
It was reported that the patient underwent surgical revision for the removal and replacement of ams 800 balloon due to a balloon perforation.

Manufacturer narrative:
Returned product consisted of an ams800 pressure regulating balloon. A hole/perforation was reported. The ams800 device was visually and microscopically inspected. There was a hole a length of 1mm in the balloon shell at the shell-adapter junction that was the result of fatigue. The balloon was not functionally tested. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the reported information. The complaint was confirmed for a hole/perforation. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. A review of the ams 800 hazard analysis was completed. The potential cause(s) and controls for complaints related to hole/perforation were identified. Based on review of this data, this complaint does not represent a new or unanticipated event. Product analysis confirmed a balloon malfunction related to the reported events. Analysis showed a leak in the balloon shell at the adapter junction that was the result of fatigue. The investigation conclusion code of cause traced to component failure was chosen because complaint allegations were confirmed through product analysis due to the device condition. This complaint investigation conclusion code is utilized for a component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient underwent surgical revision for the removal and replacement of ams 800 balloon due to a balloon perforation.